Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that the patient saw her eye doctor a few days after surgery due to inflammation, blurred and poor vision, eye pain, discomfort, swelling, edema, and has been treated many times since then for the same issues. She was treated for severe dry eyes with non preservative drops, warm compresses, and amp. It felt like she had something in her eyes that was not supposed to be there, which was confirmed by the doctor. Additionally, upon further follow up patient also had nuclear sclerosis, posterior vitreous detachment, acute iritis, secondary noninfectious iridocyclitis, cystoid macular edema, high myopia and underwent cam360 amnio graft recently, and it helped a little but did not last. Today, the patient reported that she had an irritation, blurred vision, burning, watering or tearing, itching, amp, pain in her eyes with headache with the slightest movement of her head. Additional information has been requested, yet no new information received. There are two medical reports associated with this patient. This file belongs to right eye.

Manufacturer narrative:
Product manufacturing site updated due to receipt of serial number. Manufacturer report number corrected and reported under 1119421-2026-00709.